Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3006697299-2022-00012: a facility reported that the ultrasonic aspiration as well as the suction stops again and again, so that the cusa handpiece (c2602) has to be taken apart. After reassembling, the device works for a few seconds, then again there was blockage and suspension of ultrasonic aspiration. They have indicated that this regularly led to an unacceptable increase in the duration of the surgery, since the ultrasonic aspirator is ultimately no longer used due to a malfunction.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The cusa handpiece (c2602) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis -the investigation of the unit confirmed the complaint: transformer coil is defective and must be replaced. The housing and the associated sealing rings must be replaced. The calibration and function test must be carried out according to the manufacturer's instructions. Root cause - the root cause was confirmed as defective coilform. The coilform was found to be oxidized. May have become oxidized because of water ingress which may have occurred due to possible damage to the housing resulting in water ingress during sterilization etc. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.